Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: bat210512 - battery / catalog number 1650de / expiration date: 30-nov-2016. Product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). Bat210580 - battery / catalog number 1650de / expiration date: 30-nov-2016. Product not received - not returned to manufacturer. Labeled for single use?: no (B)(4). Bat210585 - battery / catalog number 1650de / expiration date: 30-nov-2016. Product not received - not returned to manufacturer. Labeled for single use?: no (B)(4). Bat210600 - battery / catalog number 1650de / expiration date: 30-nov-2016. Product not received - not returned to manufacturer. Labeled for single use?: no (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that a battery was power switching. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event and investigation summary: it was reported that the patient experienced power switching events. The controller (con191552) and four batteries (bat210512, bat210580, bat210585, bat210600) were returned for evaluation. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing and failed visual inspection due to a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller, con191552, contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat210512, bat210580, bat210585 and bat210600. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A review of the device's manufacturing records indicated there were no non-conformance manufacturer records generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Other devices involved in this event: battery/bat210512/UDI #: (B)(4), device available for evaluation: yes, return date: 2017-10-09. Device evaluated by MFR: yes. Mfg date: 2015-11-01. (B)(4), battery/bat210580/UDI #: (B)(4), device available for evaluation: yes, return date: 2017-10-09. Device evaluated by MFR: yes. Mfg date: 2015-11-02. (B)(4). Battery/bat210585/UDI #: (B)(4), device available for evaluation: yes, return date: 2017-10-09. Device available for evaluation: yes, mfg date: 2015-11-01. (B)(4). Battery/bat210600/UDI #: (B)(4), device available for evaluation: yes, return date: 2017-10-09. Device evaluated by MFR: yes, mfg date: 2015-11-02. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.